Manufacturer narrative:
As reported, optifix fixation device fasteners did not fixate the mesh properly. Evaluation of the sample finds for bent guide wire and backup tabs. The reported failure to fixate is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair (tapp) procedure, optifix straight fixation device failed to fixate properly. It was reported that the first fastener deployed fixated successfully, but the second fastener was loose and removed from the patient's body. Another device was used to complete the procedure. There was no patient injury.